Manufacturer narrative:
The investigation for the reported thrombus has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the thrombus could not be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 58-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. Impella 5.5 pump support was ongoing for a patient admitted as a high-risk surgical patient. The pump support was for a total of just under five days when the pump was explanted with thrombus burden seen. There was no harm or injury was noted.